Manufacturer narrative:
The returned device was evaluated and the soft cannula was found to be elongated, flattened, and outside of the required length specification. Despite this, no other damages or defects were found with the fluid path, and the device was still able to deliver insulin. Download data showed no pulse width increases or device struggle to deliver insulin. Cause and timing of the soft cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 378 mg/dl while wearing the pod between 36 and 48 hours. Patient stated that bg levels were rising despite bolus attempts, so she removed the pod from the infusion site (hip/buttocks). As treatment, a new pod was applied and a bolus was delivered after the event.